Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, wear abrasion, non- penetrating nick and curved opening on patch. A visual and microscopic analysis was performed which identified striated opening on patch and stress mark. Based on the device analysis the final assessment is: a striated edge opening on patch assessed as surgical damage consist in the use of some surgical tool. A nick striated assessed as surgical tool scratch like.

Event description:
Additionally, healthcare professional reported and confirmed capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported an unknown side capsular contracture, baker grade unknown. Device remains implanted.